Event description:
It was reported that this implantable pacemaker system displayed an alert for low amplitude. Analysis of the system was performed and noise with oversensing was observed in a couple of episodes. This oversensing led to pacing inhibition of over two seconds. A follow up will be performed in the future. This system remains in service. No adverse patient effects were reported.